Manufacturer narrative:
(B)(4). Damaged knife and left wedge band. Eval summary: based on the analysis finding of wedge band bypass and incomplete stale line, this event is reportable as a malfunction. The instrument arrived in the left wedge band slightly elevated from the bottom surface of the cartridge channel. The instrument was tested for functionality with two test cartridges and it produced an incomplete staple line due to the condition of the knife. A batch record review was performed and no anomalies related to the event were found during the mfg process.

Event description:
It was reported that during a thoracotomy procedure, the device was not cutting properly and when the surgeon attempted to fire the fifth time, it was locked out and would not fire. There was no reported pt consequence.